Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient had a rash under his arms and on his back, under the rear therapy electrode pads. It was reported that the patient was in rehab at the time and unable to get out of bed and that the irritation was caused by his skin rubbing on the garment. The areas were described as a heat rash that was 2-3 inches in length. The patient's rehab nurse used an a&d ointment on the irritation. It was reported that the patient's skin had since healed.